Manufacturer narrative:
The electronic logfile and a service report were submitted for investigation. The reported symptom could be reproduced by means of the recorded information. In connection with the submitted service report it was concluded that an opened blocked inspiratory check valve disturbed proper ventilation. As a leakage of the inspiratory check valve is usually securely detected during self test prior to use, it can be assumed that the ceramic disc was sticking sporadically only. The most likely root cause for the sticking valve was an inadequate or missing hygienic re-processing. The apollo detected the disturbance of ventilation and generated several visible and audible mv low and apnea alarms. The investigation has not revealed a device failure. The valve disc was cleaned and the device has been used since then with no further problems reported.

Event description:
It was reported to draeger on (B)(4) 2015, that after intubating the patient, when the user tried to start ventilation, the machine alarmed for 'low tidal volume' and 'leak'. The machine was swapped out and there was no patient injury reported. Later on march 24th, 2016, new event details via medwatch report #mw5060531 were received. The user reported therein that application of drugs was considered necessary which meets the definition of "medical intervention". The initial decision not to report this case was revised.